Event description:
It was reported that on (B)(6) 2025, the patient underwent transurethral right ureteroscopy with stent placement for right renal calculi complicated by hydronephrosis and infection. The procedure commenced at 11:07 and concluded at 14:09, with the patient returning to the ward with the catheter in place. At 14:52, the patient reported urethral orifice pain and urinary leakage. Nursing assessment revealed no significant displacement of the external catheter segment, with reduced urine volume in the collection bag. Gentle traction of the catheter confirmed balloon rupture. The urethral orifice mucosa appeared erythematous with minor bleeding, indicating potential infection risk. Subsequently, the patient resumed spontaneous urination without requiring re-catheterization. No lubricant was used. This represents an isolated incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent transurethral right ureteroscopy with stent placement for right renal calculi complicated by hydronephrosis and infection. The procedure commenced at 11:07 and concluded at 14:09, with the patient returning to the ward with the catheter in place. At 14:52, the patient reported urethral orifice pain and urinary leakage. Nursing assessment revealed no significant displacement of the external catheter segment, with reduced urine volume in the collection bag. Gentle traction of the catheter confirmed balloon rupture. The urethral orifice mucosa appeared erythematous with minor bleeding, indicating potential infection risk. Subsequently, the patient resumed spontaneous urination without requiring re-catheterization. No lubricant was used. This represents an isolated incident.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photos, it was observed that the balloon burst. The potential root cause of this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.